Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's left hip was revised due to dislocation of the 36 +0 metal head from the elevated rim poly liner. Surgeon reported that there are no allegations against the implants and reported a pre-existing contributing factor: patient had an amputation with prosthesis of their right side, resulting in a leg length 1" shorter than the left leg. The head and liner were revised to an adm/mdm liner construct and biolox ceramic head with sleeve. Rep provided primary and revision usage reports, and reported that no further information will be available.